Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for increased dyspnea and atrial fibrillation (af). The patient was noted to have been inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular tachycardia (vt) episode. The device remains in use. No further patient complications have been reported as a result of this event.